Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer wanted assistance reprogramming their insulin pump. The patient's blood glucose was at 251 mg/dl. The customer was assisted with programming their pump and trouble shooting the high blood glucose the customer complained of having. The customer was informed that the sensor needs to be replaced. The sensor was slightly bent. The customer was sent a new sensor. The customer was assisted with changing the reservoir and infusion set. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp. No further information was provided.